Event description:
It was reported that the physician noted an -injury- on the header of the pulse generator. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.